Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the foreign material looked like residue of detergent. It is likely the material may not have been removed due to imperfection of proper reprocessing caused by leakage within the insertion tube. The instructions for use identify verbiage that may detect the phenomenon: "·reprocessing manual_ leakage testing of the endoscope_ perform the leakage test. Caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed with the same device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of a channel chamber error was confirmed. In addition to the nozzle being clogged with a white-colored foreign material, the additional evaluation findings are as follows: the air/water supply volume revealed an air flow issue (due the clogged nozzle), the connecting tube was pierced and leaky, the bending section cover glue was separated and worn out, the charged coupled device cover lens was chipped, the light guide rod lens was cracked, the electrical contacts of the plug unit were slightly damaged, angulation are out of specification, the switch button (number 1) has wear and tear and the insulation distal end value resistance was out of specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope does not pass through the washer (channel chamber error). There were no reports of patient involvement. The device was returned and evaluated, and the nozzle was clogged with a while colored material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.